Event description:
The customer reported an increase in flagging for immature granulocytes, or bands, on the differential test results generated when using the unicel dxh 800 coulter cellular analysis system. This issue occurred with patient samples and after the installation of version 2.0 software. Manual slide reviews did not show a left shift or bands on most patient samples, therefore the increase in flagging for the immature granulocytes, or bands, was considered to be false. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment. Patient demographics for one of the patients is presented in section a. Patient demographics for the remaining patients are presented in the attachment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and back flushed the dv (distribution valve) and mixing chambers. The fse also cleaned the outside of the flow cell. The fse also adjusted mean channel for latron and adjusted the phase delays. Vc340/350 was also flushed. Mod#11034 (for flow cell harness) was completed and the fse verified that mod#11276 was installed. Systems were verified. Raw data was collected; analysis of the data is pending completion. Identified failure modes: sample pathway from the mixing chamber to the distribution valve to the flow cell sample line that need to be cleaned. Raw data analysis is pending. Upon recur of the failure mode, erroneous differential results, nucleated red blood cell results and reticulocyte results are likely; from improper sample flow from the mixing chamber to the distribution valve to the flow cell sample line for vcs analysis. Evaluation of product labeling: per dxh800 instructions for use, pn 629743: the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results. This MDR is related to MDR 1061932-2014-00209 for another analyzer that had a similar event.